Event description:
It was reported that during a right hemicolectomy procedure, the anastomosis third firing stapler half way fired and then locked. The doctor was unsure of the quality of the staples that fired and had to completely cut this section out and restart the anastamosis. This procedure was completed using the device, two reloads and a tl60. There were no patient consequences.

Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. The analysis results found that the device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 32 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information, please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Requested clarification on the statement: "the doctor was unsure of the quality of the staples that fired and had to completely cut this section out and restart the anastamosis." Received the following response: "after speaking with [the account] it is clear that the surgeon felt that the staples were not well formed, causing him to question the integrity of the staple line."